Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change out, the chronic capped atrial lead exhibited a suspected malfunction. No medical intervention was reported. The patient was in stable condition post event.